Event description:
According to the information received, the valve was explanted due to mitral regurgitation and the patient experienced hemolysis. Intraoperatively, the valve was dehisced; however, no thrombus, pannus, or vegetation was present. Cultures were negative. It was reported the patient was taking coumadin; however, was "very difficult" to anticoagulate.